Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 496 mg/dl at the time of incident. The customer stated that their sensor glucose was 40 mg/dl. The customer treated high blood glucose with 10 units of bolus. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system or not within 48 hours of reported high blood glucose event was unknown. The customer stated that they had sensor updating. The customer declined further troubleshooting. The infusion set cannula was bent. The insulin pump will not be returned for analysis.